Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder there was an issue with insufficient flow from flooded flash chamber. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer eclipse signal blood collection needle integrated holder there was an issue with insufficient flow from flooded flash chamber. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for excess blood in the flash chamber was observed. Additionally, evaluation & testing of the customer samples was performed and all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and the issue was not observed. Based on the investigation, a root cause could not be determined.